Manufacturer narrative:
Please see MFR numbers 3012307300-2018-03378, 3012307300-2018-03379, 3012307300-2018-03380, 3012307300-2018-03381, 3012307300-2018-03382, 3012307300-2018-03383, 3012307300-2018-03384, 3012307300-2018-03385, 3012307300-2018-03386, 3012307300-2018-03387, 3012307300-2018-03388, 3012307300-2018-03389, 3012307300-2018-03390, 3012307300-2018-03391, 3012307300-2018-03392, 3012307300-2018-03393, 3012307300-2018-03394 for related device incidents.

Event description:
Distributor reported their cadd administration set tubing was causing pumps to fail delivery accuracy tests. The tubing was not used with a patient and distributor testing indicated problems with over infusion.

Manufacturer narrative:
The device was returned for evaluation. The returned device was given functional and delivery accuracy testing. The testing performed did not identify any device issues; the returned device passed all testing. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. As part of the inspection activities for this device type, the manufacturing facility performs an accuracy test from samples selected at shirt start up and at least every 2 hours of production. The root cause of the issue could not be confirmed; the returned device was found to function as specified.